Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the device was not returned, the issue was resolved through troubleshooting, therefore the root cause could not be identified. No issue was found when routed the signal directly to the monitor, the customer was advised that the issue could be the serial digital interface cable to goes to the endo genie box or the converter. But it must be replaced one thing at a time and observe the result to see what failed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center was producing an intermittent image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended running the cable directly from the subject device to the display. The customer confirmed that the signal was coming out of the subject device port without issue. Tac then noted that the issue was likely in the connecting components between the subject device and the display. Tac recommending exchanging out each component and testing as she went in order to pinpoint the failing connection point. During a later correspondence, tac spoke with the customer and the customer confirmed that the issue was resolved following the reseating of certain cables.